Event description:
The distributor reported that the pump powered with a blank screen and no audible or vibratory alarms.

Manufacturer narrative:
The pump was returned to animas for eval. Eval of the history indicated that the pump emitted multiple alarms prior to exhibiting a blank screen. The pump was found to have a data corruption.